Manufacturer narrative:
Unsuccessful valve replacement. Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and a copy of the operative report was received. Unfortunately, the device is unavailable for return, as it has been discarded. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after an implant duration of zero days. Through the operative report, it was learned that "initially a valve was able to be seated; but unfortunately, caught one of the struts and had to be removed and replaced."